Manufacturer narrative:
(B)(4).

Event description:
Pt reported deployment issue.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018, that on (B)(4)/2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(4)/2018. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor applicator was returned for evaluation. Based on visual inspection, the applicator was fully deployed. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined.